Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400 cc gel breast prostheses when the patient¿s left breast prosthesis ruptured after implantation. The patient hugged a friend and felt a pop in her left breast. The patient has been feeling some local discomfort and anxiety and has had difficulty with upper arm movement. Rupture of the left breast prosthesis was confirmed by a CT scan. In addition, the patient developed baker grade iii capsular contracture in her left breast and baker grade IV capsular contracture in her right breast. Bilateral capsular contracture was diagnosed by an examination. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300 cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.